Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 39 mg/dl and was taken to the hospital for assistance. Customer stated that her insulin pump over delivered, it delivered 13 units of insulin that she did not programmed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.